Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump battery depleted from fully charged to 10% within 2 days. Customer reported blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.